Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. Following pre-dilatation, a 2.75 x 32 synergy¿ drug-eluting stent was implanted to treat the lesion. While an intravenous ultrasound (ivus) catheter was passing through the synergy¿ stent, the proximal edge of the stent strut was deformed by the ivus catheter. The physician attempted to post-dilate the stent with a non-compliant balloon catheter several times but the stent could no longer expand due to the deformation. Another synergy¿ stent was implanted at the proximal portion of the previously implanted synergy¿ stent and the procedure was completed. No patient complications were reported and the patient's status was good.